Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. However, a photo was provided. The photo shows a broken vial in its blister. As a visual check is done for all vials before packing in box, the unit was probably broken afterwards during transport. Furthermore, in india, a regulatory label is affixed on each blister by the bonded warehouse which confirmed that the vial was not broken when the label was applied but during the shipment of the product to the customer. The broken vial is not used by the physician because it is visible and therefore does not cause any harms to patients. A root cause could not be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reports they received an order of embosphere 420gh and observed one vial was broken. The box itself was in good condition. No additional information was provided.